Manufacturer narrative:
Technician found that the account has pulled out the wires on the hand pendant. The account has decided to not replace the pt hand pendant at this time. No further info is available on the repair of the bed.

Event description:
Account alleged that wires on the pt hand pendant were exposed. No report of injury.